Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the inspiratory pressure transducer auto-zero solenoid. Covidien was not authorized to service the device.